Event description:
One discordant falsely depressed potassium (k) result and one discordant falsely depressed sodium (na) result were obtained on two different patient samples on a dimension vista® 1500 intelligent lab system. The falsely depressed discordant patient results were not reported to the physician(s). The same samples were reprocessed on the same instrument and on an alternate dimension vista® instrument. The higher results obtained on the alternate dimension vista® system were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed potassium (k) result and a falsely depressed sodium (na) result obtained on patient samples on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer and the instrument data logs. It was discovered that the imt (integrated multisensor technology) drain was clogged and overflowing. The customer performed maintenance procedures as part of normal troubleshooting for events of this nature. Quality control (qc) was within customer acceptance range and calibration was within specification followiing the maintenance procedures. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.